Event description:
The report received indicated that during a stenting coronary procedure, the target lesion was pre-dilated to 12atm for 30 seconds, then while delivering the cypher, the device got stuck with the vessel 5 mm proximal to the target lesion. Therefore, in order to conduct "5-in-6" technique, the physician tried, several times, to retrieve the cypher into the guide catheter but the physician kept having difficulty retrieving it. Because of the possibility of a stent dislodgement, the physician decided to retrieve the entire system as a single unit from the pt. Upon removal, there were no anomalies noted in the device. The procedure had extended for 60 mins; therefore, only balloon angioplasty was conducted without any injury to the pt. The pt's current condition is being monitored and next coronary intervention is scheduled to be conducted at a later date. Further info indicated the target lesion vessel was the mid-distal left anterior descending (lad) the de novo lesion was described as moderately calcified, highly tortuous and presenting 90% stenosis.

Manufacturer narrative:
The product has been returned for eval and testing; however, as of to date the eval has not been completed. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Add'l info will be submitted within 30 days upon receipt.